Event description:
Boston scientific received information that a company representative had questions regarding data in a strip from a routine follow-up. The clinic told the representative that at initial interrogation, the battery gauge showed a magnet rate of 90, with less than 0.5 years remaining. The clinic did not make any programming changes but device testing (thresholds, sensing, and impedance) took place and everything was good and stable. However, at the end of the interrogation the battery gauge showed a magnet rate of 90, but this time with 1.5 years remaining. Boston scientific technical services (ts) discussed that the last impedance measurement is used by the programmer to calculate remaining longevity and if the device is on the edge of a current bin, even a small change in impedance can end up having the programmer move the device to a different bin and this can make significant differences in longevity by up to a year as was the case that occurred. Furthermore, the magnet rate is driven by the device, so the representative was informed to treat the device as still having less than 0.5 years remaining - unless the next interrogation shows differently. There were no adverse patient effects and the representative will continue to monitor the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.